Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into remedy of the issue. Upon request for further information, it was responded that the device is back in use after replacement of the power supply; the shutdown occurred as a consequence of the power supply malfunction. Dräger concludes the following: the device is equipped with an internal battery that serves as a fail-safe mechanism to compensate mains power losses; with a fully charged internal battery in good condition the minimum operation time is 30 minutes. The device will post alarms when the residual capacity underruns 20% and 10% and posts also an alarm at complete loss of power via a buzzer that is buffered by an independent power source. The internal battery is subject to wear and tear, shall be inspected/tested regularly and exchanged every two years. The involved device was manufactured in 09/2020 and, it is seen likely that the battery has not been replaced since then. The user is advised to test the battery condition during pre-use check - the power cord shall be unplugged to verify that battery operation is possible. Finally, it is considered that use error and lack of maintenance were additional factors in the event - the power supply malfunction itself should not have resulted in a complete shut-down of the device; appropriate measures are in place. H3 other text : device not available for evaluation.

Event description:
It was reported that the device suddenly alarmed and shut down during use; the users were unable to power the unit back on. As per report; the patient has been connected to another device and, the event has not resulted in any health consequences.